Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique, further described as touch contamination, and acquired peritonitis. The patient was hospitalized at the onset of the peritonitis. The patient was treated with unspecified antibiotics. The patient was still recovering from this event at the time of the report. On an unreported date, the patient discontinued pd therapy and was switched to hemodialysis. Additional information was requested but is not available.